Manufacturer narrative:
Pump received with missing retainer ring. Unable to perform displacement test due to missing retainer ring. Unable to lock a test p-cap and reservoir into the reservoir compartment due to missing retainer ring. The following were noted during visual inspection: scratched case, missing reservoir tube o-ring, broken reservoir tube lip, missing retainer and pillowing keypad overlay. (B)(4).

Event description:
Information received by medtronic indicated that the retainer ring of insulin pump was broken off. Customer stated reservoir was able to lock in place when inserted into insulin pump. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.